Manufacturer narrative:
Further clarification regarding the event: the event of "a case" is being considered as lymphoma as the event was stated as to have been received from the profile registry which is a database dedicated to capturing reports of alcl. The event of lymphoma is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and/or patient details was requested. Upon additional follow up with the physician, it was determined that there was no additional information available.

Event description:
Received an email from an allergan associate reporting ¿a case¿ for a patient implanted "with smooth implants for 6 years and a biocell te [tissue expander] [patient] had for 8 months." It is unknown if the implant was explanted, or if any treatment was provided. As pathological markers have not been received, the event will be captured as lymphoma. This medwatch represents the tissue expander. See MFR # 9617229-2017-00117 for the left side "smooth implant" and 9617229-2017-00118 for the right side "smooth implant."